Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving dilaudid (5.0 mg/ml at 1.3520mg/day) via an implanted infusion pump. The indications for use included spinal pain and other chronic/intract pain (trunk/limbs). It was reported that on (B)(6) 2017 the patient experienced feeling jittery and had increased pain. On (B)(6) 2017 late in the night, the patient started feeling bad. It was noted that her skin was crawling, she had slight nausea, increased pain, and hot/cold flashes. The patient reportedly sought medical attention over the weekend and talked with the pain clinic. On the date of report, the patient was feeling much better and was asymptomatic. The pump was interrogated on (B)(6) 2017 and logs confirmed no alarms. Event logs for (B)(6) 2017 were confirmed to be normal. A dye study was performed, and the hcp was reportedly able to aspirate but intermittently and with some difficulty. Dye was used to confirm intrathecal placement and it was noted that "everything was good." The catheter was flushed with preservative free sodium chloride (pf nacl) and a catheter-only prime was programmed. The patient's daily dose was to remain unchanged and no surgical intervention was planned or scheduled. It was unknown whether any environmental, external, or patient factors may have led or contributed to the issue, and the issue was considered resolved at the time of report. The patient's status was alive - no injury. No further complications were reported or anticipated.